Manufacturer narrative:
The pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, and active current measurement or download the pump trace and history files using thus due to the blank display. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on pcba 2, the motor, force sensor, or vibrate harness assembly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, minor gouge/scratched lcd window, and pillowing keypad overlay. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Blank display is confirmed due to cracked lcd glass. Download difficulty is due to the blank display. Cosmetic damage on the lcd display is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer reported an issue with the pump display. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.